Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) battery did not last as long as was expected. It was additionally noted that this might be attributed to the patient's persistent ventricular tachycardia (vt) which produced an electrical storm. The ICD was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Correction: h2 annex f product event summary: the device was returned and analyzed. Analysis of the returned device was inconclusive. The device was returned 34 months after it was explanted. The device was fully functional and operated under normal current drain when powered with an external supply. The device passed all manual therapy delivery testing. There was no evidence of a high current drain condition, and no hybrid anomalies were observed. The device passed all testing throughout analysis and there were no indications of a device issue. It was determined that the device met specifications for normal device operation. Without the history of the programmed settings and therapy delivery throughout its service life, there is no way to determine if the longevity did or did not match the predicted model. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.